Event description:
Patient admitted with acute cerebrovascular accident: left middle cerebral artery (mca) thrombus (m2 segment). 3max reperfusion catheter advanced to lesion with about 20 min aspiration time. No significant change in flow. Tissue plasminogen activator administered and after 45 minutes further aspiration with 3max attempted, again without significant change in flow. The 3max was removed and it was observed that the catheter tip had sheared and remained in the cerebral artery. A second 3max was attempted to be positioned into the mca; however, positioning was difficult and no aspiration attempted. The system was removed. It was noted that the tip had sheared off the second catheter in to the mca. Further attempts to relieve the occlusion showed no significant change in the degree of flow. A postoperative CT scan reflects two radiopaque foreign bodies within the left temporal and left frontal lobes.